Manufacturer narrative:
This is a supplemental report to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the most likely cause of the strobbing light was caused by a worn out turret that had caused a turret error.

Manufacturer narrative:
The device was returned to olympus for evaluation after the issue was temporarily solved during troubleshooting with a representative. During the evaluation, the reported issue was confirmed, the front switch in the light source was jamming up causing the strobing. The scope socket and a turret were found worn out. A worn-out socket was found leaking air pressure. A new ignite cable was installed. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the front panel was strobing while using a light source. The issue occurred on and off throughout a week. There was no patient harm or injuries reported. No additional information has been obtained.